Manufacturer narrative:
Patient identifier: (B)(6). Study name: u9920 xenform a/a postmarket. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform device was implanted during a pelvic floor repair performed on (B)(6) 2016. According to the complainant, on (B)(6) 2018, the subject experienced a vaginal infection. Vaginal cultures were taken and the patient was prescribed diflucan and terazol. Reportedly, the patient is recovering. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the index procedure, and not related to the device.

Manufacturer narrative:
Patient identifier: (B)(6), problem codes 9151 capture the reportable event of infection. Study name: (B)(4) xenform a/a postmarket. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform device was implanted during a pelvic floor repair performed on (B)(6) 2016. According to the complainant, on (B)(6) 2018, the subject experienced a vaginal infection. Vaginal cultures were taken and the patient was prescribed diflucan. Reportedly, the patient is recovering. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the index procedure, and not related to the device.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Study name: (B)(6). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform device was implanted during a pelvic floor repair performed on (B)(6) 2016. According to the complainant, on (B)(6) 2018, the subject experienced a vaginal infection. Vaginal cultures were taken and the patient was prescribed diflucan. Reportedly, the patient is recovering. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the index procedure, and not related to the device.